Event description:
The hand piece had a broken end where the instrument connects to it. This was discovered during pre-op set up. The case was completed using electrocautery. There was an extended o.r. Time to change over to the electrocautery. There was no pt consequence.